Manufacturer narrative:
Incorrect cpu terminations.

Event description:
It was reported by service report that when the bed up button was pressed, it would cause the knee and the foot lift motor to raise and when the knee-up button was pressed it would cause the head lift motor to raise. No patient involvement or adverse consequences are reported.